Event description:
Facility in (B)(6) reported to EU service and repair: device failure: trigger jammed on the battery handpiece and there is rough running. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process.(B)(4)

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.